Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration on the electrodes and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab. The returned wand was activated on known good controller in saline solution at ablate- and coag mode and creates plasma as intended. The suction- line was tested and was clogged by dried parts of tissue. A back flush thoroughly cleaned the line and the suction performed as intended. The saline tube was be tested and indicates a leakage within the insulation of the rod probably preventing sufficient saline to accurate reach the electrodes of the device. The complaint was verified and the root cause could not be determined with certainty. A possible factor is that there have probably be a breach in the adhesive causing the saline to leak. Therefore decreasing the functionality of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Additional information the device, intended to be used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to facilitate the formation of plasma, inadequate suction, or the wand or foot control connector became disconnected from the controller display. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. The instruction for use contains information regarding activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the wand was opened for surgery, the device was not working. There was a delay greater than 30 minutes and no backup device was available to complete the procedure. However, it is unknown whether the event happened when the patient was already anesthetized. No patient injuries were reported. Attempts were made to retrieve further information but no response was received from the complainant.